Event description:
It is reported by the nurse that the device is precise.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The evaluation revealed all returned instruments to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The instruments returned were documented as faultless prior to distribution. As the instruments had been in use for approx. 3,5 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reported event ¿imprecisely instruments¿ was not reproducible; the functional inspection show that all instruments worked within specifications and are fully functional. Therefore the root cause could not be determined. Most likely the user didn¿t tighten the fixation screw completely (= nail adapter has play) or heavy bending forces were applied during drilling. Based on the evaluation a manufacturing issue can be excluded. No non-conformity identified.

Event description:
It is reported by the nurse that the device is imprecise.